Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer had a blood glucose of 500 mg/dl and that she just got out of the hospital. The customer changed her set and bolused; her blood glucose then decreased to 420 mg/dl. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The customer noticed that her pattern basal was not active; the nurse had set a pattern basal and did not activate it properly, which make have caused the customer's blood glucose to rise. Further troubleshooting was declined. The customer was advised to follow up with her doctor to make sure there are no further issues. No products were returned or replaced.